Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e (B)(4) description: enh st trial ld kit.

Manufacturer narrative:
Additional information was received that the infection was located at the ipg site. The patient's infection has since cleared. The patient will undergo an ipg revision to replace the ipg.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests. Electrocautery was used during the explant procedure and the analog ic was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to (B)(4)). A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's incision site was infected. The patient's wound was drained and the patient was given oral antibiotics.

Event description:
A report was received that the patient's incision site was infected. The patient's wound was drained and the patient was given oral antibiotics.

Event description:
A report was received that the patient's incision site was infected. The patient's wound was drained and the patient was given oral antibiotics.